Event description:
On february 5, 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.

Manufacturer narrative:
The user reported discrepancies between their blood glucose (bg) readings and the sensor glucose (sg) values. The case was escalated to the next level of support. The escalation team confirmed the system is working within expectations and advised the user to continue using the system and enter bg calibrations as needed. The case will be closed as the user has not responded to contact attempts. Upon dms review user is using the system with information up to date. No further investigation was found necessary for this complaint.